Event description:
Leads attempted but not implanted. Both leads appeared to be stretched and the physician was not comfortable using them. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism. (B) (4) analysis of the returned lead found the lead stretched. The proximal conductor is distorted, there is blood/body fluid in the proximal conductor (not obstructed), the outer insulation is breached cut, and there is blood in/on the helix/lobe mechanism. Damaged at implant.